Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message. On (B) (6) 2010 the sr medical surveillance specialist spoke with the patient to obtain and verify information. On approximately (B) (6) 2010 the patient obtained the error 2 error message on the reported meter; he did not obtain a blood glucose reading. The patient continued to take insulin on a few days, however on some days he did not take any insulin. The patient took his usual meals during this time period. On (B) (6) 2010 in the morning and the evening, the patient experienced the symptoms of nausea, shaking and sweating. The patient claimed these are his symptoms of both high and low blood glucose levels. The patient administered self-treatment with food and/or a drink; he did not seek medical attention. The patient takes lantus insulin 35 units per day, and humulin r insulin on a sliding scale. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he continued to take insulin without benefit of a blood glucose reading due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.